Manufacturer narrative:
The reported ventilator unit was investigated at the hospital by our distributor, an excessive amount of moisture in the air gas module could be verified. There was also observation of visible fluid drops on the back plain printed circuit board (pcb). The air gas module and back plain pcb was replaced. The customer kept the replaced parts. Our conclusion into this matter is that the reported communication errors and failure to pass pre-use check was caused by the moisture in the air gas module. The most probable source of the water inside an air gas module is moist air from the hospital's external compressor. According to the user´s manual maximum levels of water,(h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. The received device logs from screen pictures confirm the reported event. H3 other text : 4114.

Event description:
Manufacturer´s ref #: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check and generated a communication error. There was no patient involvement. (B)(4).